Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the report. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was conforming for actuation and non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and many other locations along the inner cutter. A sample was returned and evaluated and does confirm the reported event. However, a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date and should not have been used. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe did not cut during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.